Manufacturer narrative:
Added medical history. Updated results code. Conclusion code remains unchanged. Added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: [possible missing records: records for previous lower abdominal incision, previous mesh implantation [separation of the mesh found during 05/18/06 procedure] were not provided.] (B)(6) 2006: (B)(6) . Operative report. Preoperative diagnosis: ventral incisional hernia and left lower quadrant incisional hernia. Postoperative diagnosis: ventral incisional hernia and left lower quadrant incisional hernia. Procedure: incisional hernia repair x 2 with mesh. Anesthesia: general endotracheal anesthesia. Assistant: sarah truesdell, rnfa. Indications: ¿this is a 35-year-old female who underwent bilateral mastectomy and tram flap reconstructions in 07/2005. She has developed midline and left lower quadrant incisional hernias. It is felt that repair is indicated. Description of procedure: after satisfactory general endotracheal anesthesia, the abdomen and upper thighs were prepped with betadine and draped in a sterile field. Previous lower abdominal incision was marked for re-incision and anesthetized with 1% xylocaine with adrenaline. Skin markings were incised and dissection was carried down to the anterior abdominal wall. The skin and subcutaneous tissue was then elevated superiorly. On the left side of the abdomen, there was a tear and a 2 cm herniation of large bowel in the left upper quadrant superior and medially. There was a separation of the mesh from the midline fascia with another 2 cm epigastric hernia as well. The fascia was dissected from all these and intraabdominal contents reduced. Prolene mesh was placed over the defects and secured with interrupted 0 nurulon sutures. Once the hernias were repaired a 10 mm jackson-pratt drain was placed through a right suprapubic stab wound and secured to the skin with 4-0 nylon suture. The skin was then closed with interrupted 3-0 vicryl to deep fascia, interrupted 3-0 vicryl to deep dermis and the skin was closed with a running intracuticular 4-0 monocryl. Skin was then dressed with benzoin, 1 inch paper tape and a xeroform and gauze. The patient was awakened, extubated and transferred to the recovery room in stable condition. Estimated blood loss: less than 50 cc. She received 1500 cc of crystalloid. Hernia sac was sent for pathology.¿ (B)(6) 2006: (B)(6). Implant/explant record. Implant sticker. Prolene mesh. Size: 6¿ x 6¿. Site: abdomen. [Missing records: a pathology report detailing analysis of the specimen removed during the (B)(6) 2006 procedure was not provided.] (B)(6) 2006: (B)(6). Operative report. Preoperative diagnosis: history of bilateral breast cancer status post bilateral tram flap and implant reconstruction in the past. Bilateral recurrent lower abdominal hernias. Fat necrosis bilateral breast laterally. Absent pigment of bilateral areola. Postoperative diagnosis: history of bilateral breast cancer status post bilateral tram flap and implant reconstruction in the past. Bilateral recurrent lower abdominal hernias. Fat necrosis bilateral breast laterally. Absent pigment of bilateral areola. Assistant: sheryl truesdale, rnfa. Anesthesia: general endotracheal anesthesia. Name of procedures: repair of incisional hernia x 2 with mesh. Excision of fat necrosis bilateral breasts. Replacement of 225 cc implants with 330 cc implants bilaterally. Bilateral nipple-areolar tattooing. Indication: ¿this is a 35-year-old female who underwent mastectomy with tram and implant reconstruction in the past for carcinoma. She had a repair in may of this year, and almost immediately developed recurrent hernias. It was felt the re-repair of the hernia is indicated. She has also developed fat necrosis of bilateral breasts laterally. Excision of fat necrosis and removal and replacement of implants with larger implants is indicated. She also has loss of nipple-areolar pigment and it is felt that tattooing the color is also indicated. Description of procedure: preoperatively, the patient was marked for re-incision of her lower abdominal incision, as well as the hernias on the lateral aspects of both sides of the abdomen. The areas of fat necrosis of both breasts were also marked as well as the inframammary incisions. After satisfactory general endotracheal anesthesia, both breasts, chest, abdomen and upper thighs were prepped with betadine and draped in a sterile field. The abdomen was addresses first. The skin markings were infiltrated with 1% xylocaine with adrenaline. Skin markings were incised and old scar was excised. Dissection was then carried down to the anterior abdominal wall using electrocautery. The skin and subcutaneous tissue was then elevated superiorly. At the level of the umbilicus it was amputated at its base and dissection carried up above the costal margin. Previously placed prolene mesh was intact, however, there was separation on both lateral aspects of the abdomen, causing significant bulging. The lateral edge of previously placed prolene mesh was dissected free, as was the fascia of the oblique muscle laterally. Pieces of prolene mesh were cut to size and shape and secure with interrupted 0 nurolon as well as running 0 prolene sutures to repair the abdominal hernias. A 10 mm jackson-pratt drain was then placed through a right suprapubic stab wound and secured to the skin with a 4-0 nylon suture. The skin was then closed with a skin stapler. It was then also closed with interrupted 3-0 vicryl to deep fascia, interrupted 3-0 vicryl to deep dermis. The skin staples were removed and the skin further closed with a running intracuticular 4-0 monocryl. Attention was then directed to the right breast. The previously marked inframammary incision was infiltrated with 1% xylocaine with adrenaline. The old scar was then excised. Dissection carried down to subcutaneous plane above the tram flap. The area of lateral fat necrosis was excised. This was approximately 100 cc in volume. The previously placed implant was then removed. Pocket was opened medially for better position of the implant and a 330 cc saline implant was placed into the pocket and filled to 330 cc. A mirror type procedure was performed on the left breast. The back of the operating table was then elevated and both breast pockets were examined and adjusted for better symmetry and medial placement. The back of the operating table was then placed back in full supine position. The pockets over the implants were closed with interrupted 3-0 vicryl. Deep dermis was closed with interrupted 3-0 vicryl and the skin was closed with running intracuticular 4-0 monocryl. The skin incisions were then dressed with benzoin and 1 inch paper tape. Area of lost pigment in both nipple-areolar regions were re-pigmented using sterile tattoo machine. Once adequate pigment was performed, the nipple-areolar areas were covered with xeroform and gauze, as were the incisions. The patient was then awakened, extubated and transferred to recovery room in stable condition. Estimated blood loss: 150 cc. Fluids: she received 1500 cc crystalloids.¿ (B)(6) 2006: (B)(6). Implant/explant record. Implant sticker. Prolene mesh 6¿ x 6¿. Site: abdominal incisional hernias right and left. [Missing records: operative report for parietex composite implant (B)(6) 2010 was not provided.] (B)(6) 2010: (B)(6) . Implant/explant record. Implant sticker. Laparoscopic ventral hernia repair with mesh. Parietex composite x 2. Site: abdomen. Bard composix x 2. Ellipse: 6¿ x 8¿. Site: abdomen. (B)(6) 2013: (B)(6). Operative report. Preoperative diagnosis: incisional ventral hernia. Postoperative diagnosis: incisional ventral hernia. Procedure: abdominal wall reconstruction with 22 x 25-cm piece of gore-tex mesh. Residents: brian allen and kevin bridge. Anesthesia: general anesthesia. Indications: ¿patient presents with a history of breast cancer and previously had a tram flap reconstruction with a ventral hernia that was repaired on multiple occasions and has now recurred. I explained to her that this makes her at very high risk of recurrence, but that we could try to repair it with some mesh. Procedure in detail: we opened up her previous tram flap incision and elevated the skin flap off the rectus sheath. We exposed the hernia defects, which were on both sides, the right side greater than left. We elected to go ahead and split her fascia down the midline and in doing so, we went through probably about 3 or 4 layers of previous mesh. We opened up her fascia and entered her abdominal cavity. A lot of her omentum was stuck up to the abdominal wall where the previous parietex mesh had been placed. We carefully peeled the omentum off the back of the mesh. We dissected out laterally as much as possible to get healthy tissue. We elected to place a large piece of gore-tex dualmesh plus in an underlay fashion and secured that laterally to her external obliques with multiple 0 prolene sutures. This was closed circumferentially around the lower abdominal defect. The pocket was irrigated and hemostasis was obtained. A small drain was placed on top of the mesh and we were able to plicate the rectus sheath primarily on top of the gore-tex. The pocket was once again irrigated, another drain was placed and the incision was closed with large 2-0 pds deep fascial sutures, 3-0 monocryl deep dermal sutures and a running intracuticular monocryl stitch. The patient tolerated the procedure well. No complications. She was transferred stable to the recovery room.¿ (B)(6) 2013: (B)(6) . Intraoperative record/implant record. Implant sticker. Gore dualmesh® plus biomaterial. Ref catalogue number: 1dlmcp07. Lot batch code: 10955537. W.l. Gore & associates. Exp 2015. Site: abdomen. Qty: 1. The records confirm a gore® dualmesh® plus biomaterial ((B)(4)) was implanted during the procedure. (B)(6) 2014: (B)(6). Operative report. Preoperative diagnosis: ventral abdominal hernia. Postoperative diagnosis: ventral abdominal hernia. Procedure: hernia repair with fascial plication. Anesthesia: general. Indications: ¿the patient presents with a history of multiple previous hernias following a tram flap breast reconstruction. She now presents with the above recurrent hernia. I did explain to her the high risk of recurrence. Description of procedure: she was prepped and draped in usual fashion. Scds were placed and IV antibiotics were given. The previous tram incision was opened with a knife, and dissected down to the rectus sheath. The skin flap was elevated up off the rectus sheath. We exposed the right-sided bulge. We elected to go ahead and open up the abdomen. She had some fairly thick reinforced tissue, especially inferiorly. We elected to place multiple, large #1 prolene sutures through the rectus sheath superiorly and inferiorly. These were guided under direct visualization to minimize any intra-abdominal injuries. We did multiple figure-of-eight sutures and closed the fascia, repairing the hernia defect primarily with multiple prolene stitches. The pocket was irrigated. Hemostasis was obtained. The incision was then closed in layers over a drain with pds and monocryl. She tolerated the procedure well. There were no complications. She was transferred in stable condition to the pacu.¿ (B)(6) 2017: (B)(6). Operative report. Preoperative diagnosis: recurrent abdominal incisional hernia. Postoperative diagnosis: recurrent abdominal incisional hernia. Procedure: abdominal hernia repair with 20 x 20 cm biosynthetic mesh. Residents: paul anthony ghareeb, md; peter thompson, resident. Indications: ¿patient presents after having had a tram flap breast reconstruction within a recurrent incisional ventral abdominal hernia. We elected to proceed with hernia repair given her symptoms. Procedure in detail: her abdomen was prepped and draped in the usual fashion. The lower transverse abdominal incision was made with a knife and the skin flap was elevated up off the rectus sheath to the costal margin exposing the hernia defect. A paramidline incision was then cut with a knife through the rectus fascia and we went through about 3 or 4 previous meshes and entered the abdominal cavity. The most previous mesh was a gore-tex dual mesh, and she had some suture tacks around the mesh as well. A lot of the intestines were adhesed up to the abdominal wall as well as to the tacks, and dr. Carla haack came in and took down some adhesions and removed some of the mesh. We then elected to take a large 22 x 20 cm piece of fortiva as well as parietene and create a biosynthetic mesh. Once it was felt that healthy fascial edges were obtained, we took the mesh and sutured it with multiple 0 prolenes circumferentially up to the costal margin all the way laterally and all the way medially. This was done with 0 prolene transcutaneous sutures as well as fascial sutures in horizontal mattress. The mesh was inset under moderate tension circumferentially in an underlay fashion. We irrigated the pocket and closed the rectus fascia primarily on top of it. A drain was placed and the incision was closed in layers with pds and monocryl. She tolerated the procedure well. There were no complications and she was transferred stable to the pacu.¿ (B)(6) 2017: (B)(6). Operative report. [Record cuts off, no further information.] [Missing records: a pathology report detailing analysis of the device removed during the (B)(6) 2017 procedure was not provided.] (B)(6) 2017: euh. Intraoperative record/implant record. Implant sticker. Fortiva porcine dermis. Right abdomen. Parietene. Right abdomen. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2015: [facility ni]. (B)(6). Office notes. Gaining weight, abdominal pain around hernia of abdominal wall. (B)(6) 2015: (B)(6). Radiology-acute abdomen series. Indication: right upper quadrant abdominal pain. Findings: numerous metallic coils are present over the right upper, mid, left lower abdomen and diffusely in the pelvis. This is consistent with extensive surgery, perhaps to the abdominal wall. Gas and fecal material are present in the colon. No abnormal bowel distention. Postsurgical clips in the right upper abdomen suggest a cholecystectomy. Additional postsurgical clips are present in the mid and interior right abdomen. Impression: no acute abnormality. (B)(6) 2016: [facility ni]. (B)(6). Office notes. Complaint: severe pain in abdominal area. [Illegible]. No nausea/vomiting or [illegible]. Impression: abdominal wall hernia [illegible]. (B)(6) 2017: [facility ni]. (B)(6). Office notes. Had ventral hernia repair and scar tissue and mesh removal. Surgery went for 10 hours. She has 3 drains in the abdomen and she is in the worse pain she has ever been in. One drain is draining dark red, one pink and one green. No fever. Weight 180 lbs. 3 oz., bmi 30.9. Review of systems: pain of the abdomen diffusely with two drains on the righ [sic] and one on the left. Examination: rigid, severe pain to palpation of the abdomen from the recent surgery. There are three drains, 2 on the right and 1 on the left lateral pelvic area. One on the right is draining clear fluid, one a dark red, bloody fluid. The one on the left is draining a light green, thin liquid. No odor to drainage. Impression: hernia of anterior abdominal wall without obstruction and without gangrene, post op visit for severe pain and drainage, call surgeon with any changes in pain or drainage at the drin [sic] sites. (B)(6) 2017: (B)(6). Letter to (B)(6). I have been actively involved in patient¿s care. I wanted to update you on most recent assessment and plan. Presents with unspecified infection. Onset has been gradual (patient with abd [abdominal] complications from tram [transvers rectus abdominis muscle] flap surgery in 2005, now with abd [abdominal] abscess with pseudomonas and probable infected mesh. Impression and plan: pseudomonas aeruginosa infection, follow up in 2 weeks. Abdominal abscess, jp [jackson-pratt] drains in place and she will see surgeon next week for possible removal. I will check CT this week to confirm resolution. Infected prosthetic mesh, presumed based on proximity to infection. Removal may not be possible due to risk for complications. If this is truly not possible then we can consider use of cefixime for chronic suppression. (B)(6) 2017: [facility ni]. (B)(6). Office notes. Still has pain of stomach. CT-scan should [sic] no movement to the mesh. She was told that the surgeon would only do surgery on her abdomen if it was a lfe [sic] or death situation. Review of systems: diffuse pain of the abdomen. Examination: overweight, rigid severe pain to palpation of the abdomen from the recent surgery. There are three drains, 2 on the right and 1 on the left lateral pelvic area. One on the right is draining clear fluid, one a dark red, bloody fluid. The one on the left is draining a light green, thin liquid. No odor to drainage. [Missing records: CT scan showing ¿no movement to the mesh¿ was not provided.] (B)(6) 2018: (B)(6). Radiology-x-ray abdomen. Indication: abdominal pain. Findings: no bowel obstruction, bowel dilatation, extraluminal gas, pathological calcification, organ enlargement, mass, ascites or significant musculoskeletal finding detected. There is a huge abdominal mass. Previous hernia repair with a small metal-like springs scattered throughout the field of view. Clips in the region of the gallbladder fossa from previous cholecystectomy. Impression: no acute abnormality. (B)(6) 2018: [facility ni]. (B)(6). Office notes. Still constipated from the herniated lower bowel. Constant abdominal pain. Current every day smoker. Weight 183 lbs. 4 oz., bmi 31.5. Surgical history: cholecystectomy, 2 c-sections, tubal ligation, complete hysterectomy, abdominal pad with reconstruction infection breakdown and plastic surgical repair, appendectomy. Past medical history: anemia, blood transfusion, cholelithiasis, diabetes mellitus, ibs [irritable bowel syndrome], gerd [gastrointestinal reflux disease]. Review of systems: abdomen rigid, painful to palpation of both lower quadrants. Painful to palpation of the right upper quadrant. Impression: obesity. Abdominal pain. Chronic constipation, given rx [prescription]. (B)(6) 2019: [facility ni]. (B)(6). Office notes. Right abdominal hernia has reappeared. Constipation comes and goes. Impression: diabetes mellitus. Chronic constipation. Abdominal pain. Hernia of anterior abdominal wall. Ventral hernia without obstruction; CT abdomen and pelvis with contrast. (B)(6) 2019: (B)(6). Radiology-CT abdomen and pelvis with contrast. Indication: generalized abdominal pain. Prior ventral hernia with mesh placement. Findings: postsurgical findings are seen along the anterior abdominal wall from mesh placement. A 2.1 x 9.3 x 7.4 cm fluid attenuation focus is seen posterior to the mesh in the lower abdomen. Some postsurgical clips or coils are seen in the deep subcutaneous tissues of the abdominal wall. A small herniation containing fat and small bowel is seen just inferior to the mesh but no bowel obstruction is demonstrated. No bowel obstruction is noted. The appendix is not seen for certain. Impression: anterior abdominal wall surgical mesh placement with 2.1 x 9.3 x 7.4 cm fluid attenuation focus posterior to the mesh. No organized abscess is demonstrated. Correlate clinically as to whether this fluid attenuation focus is actually just a portion of the mesh. Small herniation just inferior and anterior to the mesh in the lower abdomen containing fat and small bowel but no obstruction at this point. Mild hepatosplenomegaly. (B)(6) 2019: [facility ni]. (B)(6). Office notes. Follow up; hernia of abdominal wall. Weight 185 lbs. 5 oz., bmi 31.8. Current every day smoker. Continues to have severe 10/10 abdominal wall pain from previous surgeries am nd [sic] hernias and mesh. Continues to take 6 stool softeners a day to have 1 bowel movement a day. Review of systems: abdominal pain chronic, rectal pain relieves with tucks, only has bowel movements with excessive use of stool softeners, indigestion every day. Examination: overweight, abdomen rigid painful to palpation of both lower quadrants, left lower quadrant tenderness chronic, right lower quadrant tenderness chronic. Impression and plan: hernia of abdominal wall, chronic constipation, abdominal pain, disorder of intestine, diabetes mellitus. Pain goals: relieve the pains of the abdomen with as few side effects to medication as possible. (B)(6) 2019: [facility ni]. (B)(6). Office notes. Weight 189 lbs. 6 oz., bmi 32.5. Left lower quadrant; right lower quadrant pain, bloating, irritable bowel syndrome, constipation. Per CT; small abdominal wall herniation. Examination: abdomen; rigid painful to palpation both lower quadrants. Impression and plan: generalized rebound abdominal tenderness; hydrocodone. Goals; quit smoking. (B)(6) 2019: (B)(6). Radiology-CT abdomen and pelvis with contrast. Indication: 48-year-old female with progressive generalized diffuse abdominal pain for the past month. Findings: patient has extensive anterior abdominal pelvic wall mesh from prior hernia repair. In the caudal portion of the mesh, there is slight increase in fluid attenuation within or surrounding the mesh presently measuring 18 mm x 122 mm in axial dimensions by 76 mm in cephalocaudal dimensions. Presently, it measured 18 mm x 86 mm x 72 mm. There is no acute inflammatory process or bowel obstruction. Impression: no acute inflammatory process abdomen or pelvis. No bowel obstruction. Extensive anterior abdominal wall mesh from prior hernia repair as seen previously. Minimal increase in simple fluid and/or seroma surrounding and/or within the lower portion of the mesh. Cholecystectomy and hysterectomy. No bile duct dilatation. Stable mild fatty liver. (B)(6) 2019: [facility ni]. (B)(6). Office notes. Patient is here for a medication refill. Weight 197 lbs. 5 oz., bmi 33.9. Here to review multiple medical problems. Has abdominal pains and mostly has constipation. Finger stick blood sugar done in office, is 282, she did have breakfast this morning, continues to have acid reflux uncontrolled with medication, has band of fibrous tissue across lower abdomen at site of the old surgical scar, states pain at site is becoming more intense and more constant. Review of symptoms: gastrointestinal; abdominal pain (chronic) and abnormal bowel movements (constipation rotating with diarrhea), indigestion every day, bloating of the abdomen. Examination: overweight, abdomen; rigid (painful to palpation of both lower quadrants of the abdomen.), left lower quadrant tenderness (chronic, but increasing in intensity), and right lower quadrant tenderness (chronic); firm ridge with pain across the lower abdomen at the site of the surgical scar. Impression and plan: diabetes mellitus; medication refill, labs. Chronic constipation. Esophageal reflux; ordered medications. Control diabetes, pain and depression. (B)(6) 2019: [facility ni]. (B)(6). Office notes. Patient is here for a medication refill. Weight 188 lbs., bmi 32.3. Here to review her multiple medical problems. Pain medications relieves the constant abdominal pain she lives with from the mesh insertion. Now has left lower quadrant abdominal pain. She cannot tell if pain is from the mesh she has inserted in the abdomen or from her bowels. She is chronically on stool softeners. Has rotating diarrhea and constipation. Describes intensity and severity of the new pain as 9/10. Not only does she deal with the ongoing pain, she is taking care of her husband fill time. Review of symptoms: examination: overweight, abdomen; rigid (painful to palpation of both lower quadrants of the abdomen.), left lower quadrant tenderness (chronic, but increasing in intensity), and right lower quadrant tenderness (chronic); firm ridge with pain across the lower abdomen at the site of the surgical scar. Impression and plan: abdominal pain; generalized rebound abdominal tenderness; care instructions. Control the pain and depression. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Medical records: the known medical records span may 18, 2006 through august 9, 2019 and not all records received in this time span are relevant to the gore® dualmesh® plus biomaterial. Medical records from august 23, 2006 through march 3, 2010, march 5, 2010 through august 13, 2013, august 15, 2013 through august 12, 2014, august 14, 2014 through july 22, 2015, and september 1, 2016 through october 25, 2016 were not provided. Patient information: medical history obesity. (B)(6) 2017: 180 lbs., bmi 30.9. (B)(6) 2018: 183 lbs., bmi 31.5. (B)(6) 2018: 185 lbs., bmi 31.8. (B)(6) 2019: 185 lbs., bmi 31.8. (B)(6) 2019: 197.5 lbs., bmi 33.9 . Smoker. (B)(6) 2018: ¿current every day smoker.¿ breast carcinoma. Diabetes mellitus. (B)(6) 2019: ¿not in control at all.¿ irritable bowel syndrome. Gerd [gastrointestinal reflux disease]. Chronic constipation. Prior surgical procedures: 1979: appendectomy. 1990: cesarean section. 1993: cesarean section and tubal ligation. 2000: cholecystectomy. (B)(6) 2005: bilateral mastectomy and tram [transverse rectus abdominis muscle] flap reconstructions. (B)(6) 2006: incisional hernia repair x2 with mesh. Implant prolene. (B)(6) 2006: repair of incisional hernia x 2 with mesh. Excision of fat necrosis bilateral breasts. Replacement of 225 cc implants with 330 cc implants bilaterally. Bilateral nipple-areolar tattooing. Implant: prolene. (B)(6) 2010: laparoscopic ventral hernia repair with mesh. Implant: parietex composite x 2, bard composix ellipse x 2. (B)(6) 2013: abdominal wall reconstruction with 22 x 25-cm piece of gore-tex mesh. Implant: gore® dualmesh® plus biomaterial. (B)(6) 2017: abdominal hernia repair with 20 x 20 cm biosynthetic mesh. Implant: fortiva and parietene. Relevant medical information: (B)(6) 2006: inpatient hospitalization [hospitalization dates unknown] . (B)(6) 2006: indication: ¿this is a 35-year-old female who underwent bilateral mastectomy and tram flap reconstructions in (B)(6) 2005. She has developed midline and left lower quadrant incisional hernias. It is felt that repair is indicated.¿ (B)(6) 2006: incisional hernia repair x2 with mesh. [Implant: prolene 15cm x 15 cm]. ¿skin markings were incised and dissection was carried down to the anterior abdominal wall. The skin and subcutaneous tissue was then elevated superiorly. On the left side of the abdomen, there was a tear and a 2 cm herniation of large bowel in the left upper quadrant superior and medially. There was a separation of the mesh from the midline fascia with another 2 cm epigastric hernia as well. The fascia was dissected from all these and intraabdominal contents reduced. Prolene mesh was placed over the defects and secured with interrupted 0 nurulon sutures. Once the hernias were repaired a 10 mm jackson-pratt drain was placed through a right suprapubic stab wound and secured to the skin with 4-0 nylon suture. The skin was then closed with interrupted 3-0 vicryl to deep fascia, interrupted 3-0 vicryl to deep dermis and the skin was closed with a running intracuticular 4-0 monocryl.¿ a pathology report detailing analysis of the specimen removed during the (B)(6) 2006 procedure was not provided.¿ (B)(6) 2006: inpatient hospitalization [hospitalization dates unknown] (B)(6) 2006: indication: ¿this is a 35-year-old female who underwent mastectomy with tram and implant reconstruction in the past for carcinoma. She had a repair in may of this year, and almost immediately developed recurrent hernias.¿ (B)(6) 2006: repair of incisional hernia x 2 with mesh. Excision of fat necrosis bilateral breasts. Replacement of 225 cc implants with 330 cc implants bilaterally. Bilateral nipple-areolar tattooing. [Implant: prolene, 15cm x 15 cm]. ¿the skin markings were infiltrated with 1% xylocaine with adrenaline. Skin markings were incised and old scar was excised. Dissection was then carried down to the anterior abdominal wall using electrocautery. The skin and subcutaneous tissue was then elevated superiorly. At the level of the umbilicus, it was amputated at its base and dissection carried up above the costal margin. Previously placed prolene mesh was intact, however, there was separation on both lateral aspects of the abdomen, causing significant bulging. The lateral edge of previously placed prolene mesh was dissected free, as was the fascia of the oblique muscle laterally. Pieces of prolene mesh were cut to size and shape and secure with interrupted 0 nurolon as well as running 0 prolene sutures to repair the abdominal hernias.¿ (B)(6) 2010: operative record for ¿laparoscopic ventral hernia repair with mesh¿ not provided. (B)(6) 2010: implant record: ¿laparoscopic ventral hernia repair with mesh. [Implant: parietex composite x 2 and bard composix ellipse x 2. Both bard products measured 15.2cm x 20.3cm]. Implant preoperative complaints: (B)(6) 2013: indication: ¿patient presents with a history of breast cancer and previously had a tram flap reconstruction with a ventral hernia that was repaired on multiple occasions and has now recurred. I explained to her that this makes her at very high risk of recurrence, but that we could try to repair it with some mesh.¿ implant procedure: abdominal wall reconstruction with 22 x 25-cm piece of gore-tex mesh. [Implant: gore® dualmesh® plus biomaterial, 1dlmcp07/10955537, 20cm x 30cm x 1mm thick]. Implant date: (B)(6) 2013. Description of hernia being treated: ¿we opened up her previous tram flap incision and elevated the skin flap off the rectus sheath. We exposed the hernia defects, which were on both sides, the right side greater than left. We elected to go ahead and split her fascia down the midline and in doing so, we went through probably about 3 or 4 layers of previous mesh. We opened up her fascia and entered her abdominal cavity. A lot of her omentum was stuck up to the abdominal wall where the previous parietex mesh had been placed. We carefully peeled the omentum off the back of the mesh. We dissected out laterally as much as possible to get healthy tissue.¿ implant size and fixation: ¿we elected to place a large piece of gore-tex dualmesh plus in an underlay fashion and secured that laterally to her external obliques with multiple 0 prolene sutures. This was closed circumferentially around the lower abdominal defect. The pocket was irrigated and hemostasis was obtained. A small drain was placed on top of the mesh and we were able to plicate the rectus sheath primarily on top of the gore-tex. The pocket was once again irrigated, another drain was placed and the incision was closed with large 2-0 pds deep fascial sutures, 3-0 monocryl deep dermal sutures and a running intracuticular monocryl stitch.¿ no post-operative records were provided. Relevant medical information: (B)(6) 2014: inpatient hospitalization [hospitalization dates unknown] . (B)(6) 2014: preoperative diagnosis: ¿ventral abdominal hernia.¿ (B)(6) 2014: indication: ¿the patient presents with a history of multiple previous hernias following a tram flap breast reconstruction. She now presents with the above recurrent hernia. I did explain to her the high risk of recurrence.¿ (B)(6) 2014: hernia repair with fascial plication. ¿the previous tram incision was opened with a knife, and dissected down to the rectus sheath. The skin flap was elevated up off the rectus sheath. We exposed the right-sided bulge. We elected to go ahead and open up the abdomen. She had some fairly thick reinforced tissue, especially inferiorly. We elected to place multiple, large #1 prolene sutures through the rectus sheath superiorly and inferiorly. These were guided under direct visualization to minimize any intra-abdominal injuries. We did multiple figure-of-eight sutures and closed the fascia, repairing the hernia defect primarily with multiple prolene stitches.¿ (B)(6) 2015: ¿gaining weight, abdominal pain around hernia of abdominal wall.¿ (B)(6) 2015: x-ray abdomen: ¿no acute abnormality.¿ (B)(6) 2016: ¿complaint: severe pain in abdominal area. [Illegible]. No nausea/vomiting or [illegible]. Impression: abdominal wall hernia [illegible].¿ partial explant preoperative complaints: (B)(6) 2017: indication: ¿patient presents after having had a tram flap breast reconstruction within a recurrent incisional ventral abdominal hernia. We elected to proceed with hernia repair given her symptoms.¿ partial explant procedure: abdominal hernia repair with 20 x 20 cm biosynthetic mesh. [Implant: fortiva and parietene]. Partial explant date: (B)(6) 2017. ¿the lower transverse abdominal incision was made with a knife and the skin flap was elevated up off the rectus sheath to the costal margin exposing the hernia defect. A paramidline incision was then cut with a knife through the rectus fascia and we went through about 3 or 4 previous meshes and entered the abdominal cavity. The most previous mesh was a gore-tex dual mesh, and she had some suture tacks around the mesh as well. A lot of the intestines were adhesed up to the abdominal wall as well as to the tacks, and dr. (B)(6) came in and took down some adhesions and removed some of the mesh. We then elected to take a large 22 x 20 cm piece of fortiva as well as parietene and create a biosynthetic mesh. Once it was felt that healthy fascial edges were obtained, we took the mesh and sutured it with multiple 0 prolenes circumferentially up to the costal margin all the way laterally and all the way medially. This was done with 0 prolene transcutaneous sutures as well as fascial sutures in horizontal mattress. The mesh was inset under moderate tension circumferentially in an underlay fashion. We irrigated the pocket and closed the rectus fascia primarily on top of it. A drain was placed and the incision was closed in layers with pds and monocryl.¿ (B)(6) 2017: a pathology report detailing analysis of the mesh removed during the above outlined procedure was not provided]. Relevant medical information: (B)(6) 2017: ¿had ventral hernia repair and scar tissue and mesh removal. Surgery went for 10 hours.¿ ¿examination: rigid, severe pain to palpation of the abdomen from the recent surgery. There are three drains, 2 on the right and 1 on the left lateral pelvic area. One on the right is draining clear fluid, one a dark red, bloody fluid. The one on the left is draining a light green, thin liquid. No odor to drainage. Impression: hernia of anterior abdominal wall without obstruction and without gangrene.¿ (B)(6) 2017: letter. ¿presents with unspecified infection. Onset has been gradual, abd [abdominal] complications from tram [transvers rectus abdominis muscle] flap surgery in 2005, now with abd abscess with pseudomonas and probable infected mesh. Impression and plan: pseudomonas aeruginosa infection, follow up in 2 weeks. Abdominal abscess, jp [jackson-pratt] drains in place and she will see surgeon next week for possible removal. I will check CT this week to confirm resolution. Infected prosthetic mesh, presumed based on proximity to infection. Removal may not be possible due to risk for complications. If this is truly not possible then we can consider use of cefixime for chronic suppression.¿ (B)(6) 2017: ¿still has pain of stomach. CT-scan should [sic] no movement to the mesh. She was told that the surgeon would only do surgery on her abdomen if it was a lfe [sic] or death situation. Review of systems: diffuse pain of the abdomen. Examination: overweight, rigid severe pain to palpation of the abdomen from the recent surgery. There are three drains, 2 on the right and 1 on the left lateral pelvic area. One on the right is draining clear fluid, one a dark red, bloody fluid. The one on the left is draining a light green, thin liquid. No odor to drainage.¿ CT scan showing ¿no movement to the mesh¿ was not provided. (B)(6) 2018: x-ray abdomen. ¿indication: abdominal pain. Findings: no bowel obstruction, bowel dilatation, extraluminal gas, pathological calcification, organ enlargement, mass, ascites or significant musculoskeletal finding detected. There is a huge abdominal mass. Previous hernia repair with a small metal-like springs scattered throughout the field of view. Clips in the region of the gallbladder fossa from previous cholecystectomy. Impression: no acute abnormality.¿ (B)(6) 2018: ¿still constipated from the herniated lower bowel. Constant abdominal pain.¿ (B)(6) 2019: ¿right abdominal hernia has reappeared. Constipation comes and goes. Impression: diabetes mellitus. Chronic constipation. Abdominal pain. Hernia of anterior abdominal wall. Ventral hernia without obstruction.¿ (B)(6) 2019: CT abdomen and pelvis [a/p]. ¿findings: postsurgical findings are seen along the anterior abdominal wall from mesh placement. A 2.1 x 9.3 x 7.4 cm fluid attenuation focus is seen posterior to the mesh in the lower abdomen. Some postsurgical clips or coils are seen in the deep subcutaneous tissues of the abdominal wall. A small herniation containing fat and small bowel is seen just inferior to the mesh but no bowel obstruction is demonstrated. No bowel obstruction is noted. The appendix is not seen for certain. Impression: anterior abdominal wall surgical mesh placement with 2.1 x 9.3 x 7.4 cm fluid attenuation focus posterior to the mesh. No organized abscess is demonstrated. Correlate clinically as to whether this fluid attenuation focus is actually just a portion of the mesh. Small herniation just inferior and anterior to the mesh in the lower abdomen containing fat and small bowel but no obstruction at this point.¿ (B)(6) 2019: ¿continues to have severe 10/10 abdominal wall pain from previous surgeries am nd [sic] hernias and mesh.¿ (B)(6) 2019: CT a/p. ¿findings: patient has extensive anterior abdominal pelvic wall mesh from prior hernia repair. In the caudal portion of the mesh, there is slight increase in fluid attenuation within or surrounding the mesh presently measuring 18 mm x 122 mm in axial dimensions by 76 mm in cephalocaudal dimensions. Presently, it measured 18 mm x 86 mm x 72 mm. There is no acute inflammatory process or bowel obstruction. Impression: no acute inflammatory process abdomen or pelvis. No bowel obstruction. Extensive anterior abdominal wall mesh from prior hernia repair as seen previously. Minimal increase in simple fluid and/or seroma surrounding and/or within the lower portion of the mesh.¿ (B)(6) 2019: ¿finger stick blood sugar done in office, is 282, she did have breakfast this morning, continues to have acid reflux uncontrolled with medication, has band of fibrous tissue across lower abdomen at site of the old surgical scar, states pain at site is becoming more intense and more constant.¿ (B)(6) 2019: ¿pain medications relieves the constant abdominal pain she lives with from the mesh insertion. Now has left lower quadrant abdominal pain. She cannot tell if pain is from the mesh she has inserted in the abdomen or from her bowels. She is chronically on stool softeners. Has rotating diarrhea and constipation. Describes intensity and severity of the new pain as 9/10.¿ ¿impression and plan: abdominal pain; generalized rebound abdominal tenderness; care instructions. Control the pain and depression.¿ conclusion: it should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. Name: plus antimicrobial product coating . Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 10955537. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate approximately 800 micrograms per cubic centimeter of product (g/cm3), and chlorhexidine diacetate approximately 1600 micrograms per cubic centimeter of product (g/cm3). W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Medical records: the known medical records span (B)(6) 2006 through (B)(6) 2019 and not all records received in this time span are relevant to the gore® dualmesh® plus biomaterial. Medical records from (B)(6) 2006 through (B)(6) 2010 through (B)(6) 2013 through (B)(6) 2014 through (B)(6) 2015, and (B)(6) 2016 were not provided. Patient information: medical history: obesity: (B)(6) 2017: 180 lbs., bmi 30.9, (B)(6) 2018: 183 lbs., bmi 31.5, (B)(6) 2018: 185 lbs., bmi 31.8, (B)(6) 2019: 185 lbs., bmi 31.8, (B)(6) 2019: 197.5 lbs., bmi 33.9. Smoker: (B)(6) 2018: ¿current every day smoker¿. Breast carcinoma; diabetes mellitus; (B)(6) 2019: ¿not in control at all¿; irritable bowel syndrome; gerd [gastrointestinal reflux disease]; chronic constipation. Prior surgical procedures: 1979: appendectomy; 1990: cesarean section; 1993: cesarean section and tubal ligation; 2000: cholecystectomy; (B)(6) 2005: bilateral mastectomy and tram [transverse rectus abdominis muscle] flap reconstructions; (B)(6) 2006: incisional hernia repair x2 with mesh. Implant prolene; (B)(6) 2006: repair of incisional hernia x 2 with mesh. Excision of fat necrosis bilateral breasts. Replacement of 225 cc implants with 330 cc implants bilaterally. Bilateral nipple-areolar tattooing. Implant: prolene. (B)(6) 2010: laparoscopic ventral hernia repair with mesh. Implant: parietex composite x 2, bard composix ellipse x 2. (B)(6) 2013: abdominal wall reconstruction with 22 x 25-cm piece of gore-tex mesh. Implant: gore® dualmesh® plus biomaterial. (B)(6) 2017: abdominal hernia repair with 20 x 20 cm biosynthetic mesh. Implant: fortiva and parietene. Relevant medical information: (B)(6) 2006: inpatient hospitalization [hospitalization dates unknown]. (B)(6) 2006: indication: ¿this is a 35-year-old female who underwent bilateral mastectomy and tram flap reconstructions in (B)(6) 2005. She has developed midline and left lower quadrant incisional hernias. It is felt that repair is indicated.¿ (B)(6) 2006: incisional hernia repair x2 with mesh. [Implant: prolene 15cm x 15 cm] ¿skin markings were incised and dissection was carried down to the anterior abdominal wall. The skin and subcutaneous tissue was then elevated superiorly. On the left side of the abdomen, there was a tear and a 2 cm herniation of large bowel in the left upper quadrant superior and medially. There was a separation of the mesh from the midline fascia with another 2 cm epigastric hernia as well. The fascia was dissected from all these and intraabdominal contents reduced. Prolene mesh was placed over the defects and secured with interrupted 0 nurulon sutures. Once the hernias were repaired a 10 mm jackson-pratt drain was placed through a right suprapubic stab wound and secured to the skin with 4-0 nylon suture. The skin was then closed with interrupted 3-0 vicryl to deep fascia, interrupted 3-0 vicryl to deep dermis and the skin was closed with a running intracuticular 4-0 monocryl.¿ a pathology report detailing analysis of the specimen removed during the (B)(6) 2006 procedure was not provided.¿ (B)(6) 2006: inpatient hospitalization [hospitalization dates unknown]. (B)(6) 2006: indication: ¿this is a 35-year-old female who underwent mastectomy with tram and implant reconstruction in the past for carcinoma. She had a repair in may of this year, and almost immediately developed recurrent hernias.¿ (B)(6) 2006: repair of incisional hernia x 2 with mesh. Excision of fat necrosis bilateral breasts. Replacement of 225 cc implants with 330 cc implants bilaterally. Bilateral nipple-areolar tattooing. [Implant: prolene, 15cm x 15 cm] ¿the skin markings were infiltrated with 1% xylocaine with adrenaline. Skin markings were incised and old scar was excised. Dissection was then carried down to the anterior abdominal wall using electrocautery. The skin and subcutaneous tissue was then elevated superiorly. At the level of the umbilicus, it was amputated at its base and dissection carried up above the costal margin. Previously placed prolene mesh was intact, however, there was separation on both lateral aspects of the abdomen, causing significant bulging. The lateral edge of previously placed prolene mesh was dissected free, as was the fascia of the oblique muscle laterally. Pieces of prolene mesh were cut to size and shape and secure with interrupted 0 nurolon as well as running 0 prolene sutures to repair the abdominal hernias.¿ (B)(6) 2010: operative record for ¿laparoscopic ventral hernia repair with mesh¿ not provided. (B)(6) 2010: implant record: ¿laparoscopic ventral hernia repair with mesh. [Implant: parietex composite x 2 and bard composix ellipse x 2. Both bard products measured 15.2cm x 20.3cm] implant preoperative complaints: (B)(6) 2013: indication: ¿patient presents with a history of breast cancer and previously had a tram flap reconstruction with a ventral hernia that was repaired on multiple occasions and has now recurred. I explained to her that this makes her at very high risk of recurrence, but that we could try to repair it with some mesh.¿ implant procedure: abdominal wall reconstruction with 22 x 25-cm piece of gore-tex mesh. [Implant: gore® dualmesh® plus biomaterial, 1dlmcp07/10955537, 20cm x 30cm x 1mm thick] implant date: (B)(6) 2013. Description of hernia being treated: ¿we opened up her previous tram flap incision and elevated the skin flap off the rectus sheath. We exposed the hernia defects, which were on both sides, the right side greater than left. We elected to go ahead and split her fascia down the midline and in doing so, we went through probably about 3 or 4 layers of previous mesh. We opened up her fascia and entered her abdominal cavity. A lot of her omentum was stuck up to the abdominal wall where the previous parietex mesh had been placed. We carefully peeled the omentum off the back of the mesh. We dissected out laterally as much as possible to get healthy tissue.¿ implant size and fixation: ¿we elected to place a large piece of gore-tex dualmesh plus in an underlay fashion and secured that laterally to her external obliques with multiple 0 prolene sutures. This was closed circumferentially around the lower abdominal defect. The pocket was irrigated and hemostasis was obtained. A small drain was placed on top of the mesh and we were able to plicate the rectus sheath primarily on top of the gore-tex. The pocket was once again irrigated, another drain was placed and the incision was closed with large 2-0 pds deep fascial sutures, 3-0 monocryl deep dermal sutures and a running intracuticular monocryl stitch.¿ no post-operative records were provided. Relevant medical information: (B)(6) 2014: inpatient hospitalization [hospitalization dates unknown] (B)(6) 2014: preoperative diagnosis: ¿ventral abdominal hernia.¿ (B)(6) 2014: indication: ¿the patient presents with a history of multiple previous hernias following a tram flap breast reconstruction. She now presents with the above recurrent hernia. I did explain to her the high risk of recurrence.¿ (B)(6) 2014: hernia repair with fascial plication. ¿the previous tram incision was opened with a knife, and dissected down to the rectus sheath. The skin flap was elevated up off the rectus sheath. We exposed the right-sided bulge. We elected to go ahead and open up the abdomen. She had some fairly thick reinforced tissue, especially inferiorly. We elected to place multiple, large #1 prolene sutures through the rectus sheath superiorly and inferiorly. These were guided under direct visualization to minimize any intra-abdominal injuries. We did multiple figure-of-eight sutures and closed the fascia, repairing the hernia defect primarily with multiple prolene stitches.¿ (B)(6) 2015: ¿gaining weight, abdominal pain around hernia of abdominal wall.¿ (B)(6) 2015: x-ray abdomen: ¿no acute abnormality.¿ (B)(6) 2016: ¿complaint: severe pain in abdominal area. [Illegible]. No nausea/vomiting or [illegible]. Impression: abdominal wall hernia [illegible].¿ partial explant preoperative complaints: (B)(6) 2017: indication: ¿patient presents after having had a tram flap breast reconstruction within a recurrent incisional ventral abdominal hernia. We elected to proceed with hernia repair given her symptoms.¿ partial explant procedure: abdominal hernia repair with 20 x 20 cm biosynthetic mesh. [Implant: fortiva and parietene] partial explant date: (B)(6) 2017. ¿the lower transverse abdominal incision was made with a knife and the skin flap was elevated up off the rectus sheath to the costal margin exposing the hernia defect. A paramidline incision was then cut with a knife through the rectus fascia and we went through about 3 or 4 previous meshes and entered the abdominal cavity. The most previous mesh was a gore-tex dual mesh, and she had some suture tacks around the mesh as well. A lot of the intestines were adhesed up to the abdominal wall as well as to the tacks, and dr. (B)(6) haack came in and took down some adhesions and removed some of the mesh. We then elected to take a large 22 x 20 cm piece of fortiva as well as parietene and create a biosynthetic mesh. Once it was felt that healthy fascial edges were obtained, we took the mesh and sutured it with multiple 0 prolenes circumferentially up to the costal margin all the way laterally and all the way medially. This was done with 0 prolene transcutaneous sutures as well as fascial sutures in horizontal mattress. The mesh was inset under moderate tension circumferentially in an underlay fashion. We irrigated the pocket and closed the rectus fascia primarily on top of it. A drain was placed and the incision was closed in layers with pds and monocryl.¿ (B)(6) 2017: a pathology report detailing analysis of the mesh removed during the above outlined procedure was not provided.] Relevant medical information: (B)(6) 2017: ¿had ventral hernia repair and scar tissue and mesh removal. Surgery went for 10 hours.¿ ¿examination: rigid, severe pain to palpation of the abdomen from the recent surgery. There are three drains, 2 on the right and 1 on the left lateral pelvic area. One on the right is draining clear fluid, one a dark red, bloody fluid. The one on the left is draining a light green, thin liquid. No odor to drainage. Impression: hernia of anterior abdominal wall without obstruction and without gangrene...¿ (B)(6) 2017: letter. ¿presents with unspecified infection. Onset has been gradual, abd [abdominal] complications from tram [transvers rectus abdominis muscle] flap surgery in 2005, now with abd abscess with pseudomonas and probable infected mesh. Impression and plan: pseudomonas aeruginosa infection, follow up in 2 weeks. Abdominal abscess, jp [jackson-pratt] drains in place and she will see surgeon next week for possible removal. I will check CT this week to confirm resolution. Infected prosthetic mesh, presumed based on proximity to infection. Removal may not be possible due to risk for complications. If this is truly not possible then we can consider use of cefixime for chronic suppression.¿ (B)(6) 2017: ¿still has pain of stomach. CT-scan should [sic] no movement to the mesh. She was told that the surgeon would only do surgery on her abdomen if it was a lfe [sic] or death situation. Review of systems: diffuse pain of the abdomen. Examination: overweight, rigid severe pain to palpation of the abdomen from the recent surgery. There are three drains, 2 on the right and 1 on the left lateral pelvic area. One on the right is draining clear fluid, one a dark red, bloody fluid. The one on the left is draining a light green, thin liquid. No odor to drainage.¿ CT scan showing ¿no movement to the mesh¿ was not provided. (B)(6) 2018: x-ray abdomen. ¿indication: abdominal pain. Findings: no bowel obstruction, bowel dilatation, extraluminal gas, pathological calcification, organ enlargement, mass, ascites or significant musculoskeletal finding detected. There is a huge abdominal mass. Previous hernia repair with a small metal-like springs scattered throughout the field of view. Clips in the region of the gallbladder fossa from previous cholecystectomy. Impression: no acute abnormality.¿ (B)(6) 2018: ¿still constipated from the herniated lower bowel. Constant abdominal pain.¿ (B)(6) 2019: ¿right abdominal hernia has reappeared. Constipation comes and goes. Impression: diabetes mellitus. Chronic constipation. Abdominal pain. Hernia of anterior abdominal wall. Ventral hernia without obstruction...¿ (B)(6) 2019: CT abdomen and pelvis [a/p]. ¿findings: postsurgical findings are seen along the anterior abdominal wall from mesh placement. A 2.1 x 9.3 x 7.4 cm fluid attenuation focus is seen posterior to the mesh in the lower abdomen. Some postsurgical clips or coils are seen in the deep subcutaneous tissues of the abdominal wall. A small herniation containing fat and small bowel is seen just inferior to the mesh but no bowel obstruction is demonstrated. No bowel obstruction is noted. The appendix is not seen for certain. Impression: anterior abdominal wall surgical mesh placement with 2.1 x 9.3 x 7.4 cm fluid attenuation focus posterior to the mesh. No organized abscess is demonstrated. Correlate clinically as to whether this fluid attenuation focus is actually just a portion of the mesh. Small herniation just inferior and anterior to the mesh in the lower abdomen containing fat and small bowel but no obstruction at this point.¿ (B)(6) 2019: ¿continues to have severe 10/10 abdominal wall pain from previous surgeries am nd [sic] hernias and mesh.¿ (B)(6) 2019: CT a/p. ¿findings: patient has extensive anterior abdominal pelvic wall mesh from prior hernia repair. In the caudal portion of the mesh, there is slight increase in fluid attenuation within or surrounding the mesh presently measuring 18 mm x 122 mm in axial dimensions by 76 mm in cephalocaudal dimensions. Presently, it measured 18 mm x 86 mm x 72 mm. There is no acute inflammatory process or bowel obstruction. Impression: no acute inflammatory process abdomen or pelvis. No bowel obstruction. Extensive anterior abdominal wall mesh from prior hernia repair as seen previously. Minimal increase in simple fluid and/or seroma surrounding and/or within the lower portion of the mesh.¿ (B)(6) 2019: ¿finger stick blood sugar done in office, is 282, she did have breakfast this morning, continues to have acid reflux uncontrolled with medication, has band of fibrous tissue across lower abdomen at site of the old surgical scar, states pain at site is becoming more intense and more constant.¿ (B)(6) 2019: ¿pain medications relieves the constant abdominal pain she lives with from the mesh insertion. Now has left lower quadrant abdominal pain. She cannot tell if pain is from the mesh she has inserted in the abdomen or from her bowels. She is chronically on stool softeners. Has rotating diarrhea and constipation. Describes intensity and severity of the new pain as 9/10.¿ ¿impression and plan: abdominal pain; generalized rebound abdominal tenderness; care instructions. Control the pain and depression.¿ conclusion: it should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 10955537. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(6). It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent open ventral hernia repair on (B)(6) 2013 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2017, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: partial mesh removal, additional surgery, mesh repair. Additional event specific information was not provided.